Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Aneurysm rupture is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported aneurysm rupture was an anticipated procedural complication the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2021, the patient underwent a coil embolization to treat a rupture of an internal carotid artery (ica) and posterior communicating artery (pcom) aneurysm using penumbra smart coils (smart coils), penumbra system 3max reperfusion catheter (3maxc), balloon catheter, and a non-penumbra microcatheter. During the procedure, a rupture of the ica and pcom was noted. The physician used a balloon catheter to control the rupture. Subsequently, the balloon catheter was deflated and the clot in the m2 segment of the middle cerebral artery was removed using the 3maxc. The physician performed a computerized tomography (CT) scan post procedure that revealed minimal blood. Post procedure, patient is alert and oriented, symmetric and no drift. On (B)(6) 2021, patient was discharged home in stable condition. The rupture aneurysm was reported to be a serious adverse event with a definite relationship to the index procedure and to the smart coil.